Event description:
It was reported that at implant, low sensing was observed. The lead was repositioned and the sensing value was normal. After a few seconds the sensing once again decreased. Fluoroscopy revealed a partial perforation of the rv apex. The pocket was closed and lead revision was planned. The lead was explanted the following day without complications or further adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.